Event description:
It was reported, "patient user of PICC trilumen 5fr catheter placed (B)(6) 2020 (120 days catheter) in the right arm, used for multiple medications, inotropics, liquids, antibiotics and blood-derived transfusion until yesterday, they did not report resistance of the three lumens. The head of the ICU consults because the catheter is broken and what is infused come out as a jet and happened in the irrigation of the three lines. It was covered and they decide to remove it and place a new PICC due to the instability of the patient. Hemodynamically unstable with support of inotropics, fluids, antibiotics and required the insertion of another PICC." (B)(6) 2021 - patient with hypothermia, required inotropia for stabilization. No exposure of blood or medicine to the skin or mucous membranes. Add info received: "according to the sales rep: in a meeting with the head of the PICC program and the engineer of technovigilance, the clarification is made that the device did not generate the condition described above and it was required the placement of a new device (PICC) to give continuity in the management of the patient. With this it is clear that the clinical condition of the patient described is the condition for which the patient required a power PICC catheter and is not related to the leakage of the product."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed but the cause is unknown. A photo, an x-ray, and a video were returned for evaluation of this complaint. The photo was of the patient ID product sticker. The information on the patient ID sticker aligned with the information provided in the complaint file. The video consisted of a 5fr t/l powerpicc catheter being flushed over a sink. As the gray lumen of the catheter was flushed, a spraying/bubbling leak was observed emanating from the catheter shaft. The leak appeared to be in the tapered region of the catheter shaft, approximately 4 or 5cm distal to the trifurcation. No water was observed emanating from the distal end of the catheter when the gray lumen was flushed. This may indicate that the catheter lumen was occluded distal to the leak site. As the catheter is manipulated in the video, the catheter appeared to preferentially kink in the area from which it was leaking. A chest radiograph was also returned for evaluation. A right sided PICC was present in the image but artifacts resulted in difficult interpretation of the insertion site and PICC tip location. As the image quality was limited, nothing noteworthy was noted from the x-ray. Because the physical sample was not returned for evaluation, microscopic observation, functional testing of the other lumens, tactile evaluation and dimensional analysis could not be completed. The exact cause of the leak in the catheter could not be determined at this time. Possible contributing factors could include sharp instrument damage, material fatigue, chemical degradation, tensile (pulling) damage, and/or over-pressurization.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz2003 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "patient user of PICC trilumen 5fr catheter placed (B)(6) 2020 (120 days catheter) in the right arm, used for multiple medications, inotropics, liquids, antibiotics and blood-derived transfusion until yesterday, they did not report resistance of the three lumens. The head of the ICU consults because the catheter is broken and what is infused come out as a jet and happened in the irrigation of the three lines. It was covered and they decide to remove it and place a new PICC due to the instability of the patient. Hemodynamically unstable with support of inotropics, fluids, antibiotics and required the insertion of another PICC." (B)(6) 2021 - patient with hypothermia, required inotropic for stabilization. No exposure of blood or medicine to the skin or mucous membranes.